Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. Signs of corrosion were found on the instrument bearings. The grip input disk bearings exhibited orange discoloration. As a result there was friction felt when opening and closing the grips. The instrument was also found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted lobectomy procedure, the tip of the tip-up fenestrated grasper instrument was open and could not be closed. It was reported that there was no instrument collision. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.